Event description:
Patient was sitting in wheelchair on outside patio at facility. Patient did not engage brakes on wheelchair. Wheelchair rolled backwards off patio (approximately 4 inches off the ground). Patient sustained subdural hematoma and laceration to head. Patient expired at hospital.